Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.